Event description:
It was reported that the lead had elevated thresholds at implant. The lead polarity was reprogrammed on (B)(6) 2010. It was further reported that the left ventricular lead threshold was high due to patient anatomy. The patient also complained of occasional diaphragmatic/phrenic nerve stimulation. The patient is enrolled in the (B)(4) study. The lead was explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had elevated thresholds at implant. The lead polarity was reprogrammed on (B)(6) 2010. It was further reported that the left ventricular lead threshold was high due to patient anatomy. The patient also complained of occasional diaphragmatic/phrenic nerve stimulation. It was further reported that the lead had a sustained failure to capture. The patient is enrolled in the (B)(4) study. The lead was explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the lead had elevated thresholds at implant. The lead polarity was reprogrammed on (B)(6), 2010. The lead remains in use. No patient complications have been reported as a result of this event.